Event description:
Metal fragments were noticed in the joint space/shoulder area. Pictures are available.======================manufacturer response for formula tomcat cutter, formula tom cat cutter======================I told ascent that the packaging was not saved and referenced from another product in stock. We will keep product until we are confident that the patient does not develop an infection or other complication.======== reporter's response ======================according to the reporter, this is the first incident they have with the device. No observable manufacturing problem noted. The metal fragments were not removed from the patient. "After irrigation the fragments were embedded into the tissue."